Event description:
It was reported the customer had a blank display. Customer stated they had tried several different batteries, but the insulin pump would not turn on. Customer's blood glucose was 233 mg/dl. Troubleshooting was able to recover the customer's display by inserting a new aaa alkaline battery. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called back and reported that the insulin pump had a low battery alarm shortly after receiving a new battery cap. The customer was advised that the insulin pump would be replaced and to revert to a back up plan provided by a health care professional's instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.